Event description:
During an implant procedure of an implantable pulse generator (ipg), the wrench tip broke off in the header of the ipg. When the physician attempted to insert the leads in the header, there was no output from the ipg. The pt had no intrinsic heart rate, and cardiopulmonary resuscitation was necessary for fourteen minutes. The ipg was not implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.